Event description:
It was reported that the patient presented during implant procedure. During procedure, the physician stated that the right ventricular lead (rv lead) wasn't easily reaching the bottom of the rv port as usual. Once the leads were connected, it was noted that the rv lead exhibited noise oversensing reproducible with manipulation. The implanted rv lead was disconnected and a new rv lead was connected. The oversensing persisted and the physician suspected a header anomaly of the implanted device. A new device was implanted on 24 apr 2024 without further complications. The patient was in stable condition.

Manufacturer narrative:
The reported events of difficult to insert, noise oversensing, and header anomaly were not confirmed. As received, a device was returned for analysis. During analysis, leads were able to be inserted into the device. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.